Manufacturer narrative:
The broken electrode has not been returned for evaluation.

Event description:
Allegedly, during a procedure, the loop of the electrode broke off into the patient. They were able to retrieve it; there was no harm to patient.